Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4). Evaluation: method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the patient's current va is light perception, the patient is healing from the vitrectomy.

Event description:
Additional information received - a capsule tear had occurred . The patient was referred to a retinal specialist.

Manufacturer narrative:
Membrane, breakage. (B)(4).

Manufacturer narrative:
Evaluation:results - visual inspection of the returned product found the lens optic torn into pieces. A piece of the lens optic and one haptic were torn off and missing. A piece of the other haptic was torn off and missing. There was evidence of brownish surgical residue on the lens surface. (B)(4)

Manufacturer narrative:
Medical review, device history record review. Medical review - a posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury. Corneal suturing may cause induced astigmatism, however, it is dependent on the tightness of the suture. When a lens is removed, suture is placed only to secure the wound and would not create any serious injury. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. No conclusion can be drawn: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4204vl silicone single piece lens but the lens was removed. A vitrectomy was performed and sutures were required. Another lens was not implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch report will be submitted.